Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 30-40mg/dl. Contact alleged ¿too much insulin¿ was delivered via the pump and manual injections. Customer consumed food to address bg level. Multiple follow up attempts were made to gather additional information, however, the contact did not respond to follow up attempts.